Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged cartridge alarm issue was verified.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 180-307 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.